Manufacturer narrative:
The reported complaint of error message "system error, system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4)) was confirmed during power on and archive review. The investigation findings determined that the root cause of the reported complaint was due to a defective drivetrain motor. There was no physical damage observed on the platform during visual inspection. However, a sticky clutch plate was observed. This type of issue likely attributed to normal wear and tear and was unrelated to the reported complaint. The sticky clutch plate was deburred to remedy the issue. During archive data review, latch error - unable to hold compression position identified on the date of the reported event. Thus, confirming the reported complaint. Initial functional testing could not be performed due a "system error, out of service, revert to manual CPR" error message. To remedy the system error, the defective drivetrain motor was replaced. The ap platform was re-tested and passed all the functional tests without any error. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during refresher training, the user's autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". The crew were unable to clear the error. No patient involvement reported.